Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system, along with the valve loaded inside, was returned to abbott for investigation. The distal end of the inner shaft was observed to have kink damage, consistent with use-related stress. The proximal end of the valve capsule showed accordioning-like damage, and the mid-section showed bent damage, consistent with use-related stress. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on 30 july 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 76.4mm and an area of 442mm^2. The length of the membranous septum was 3.1mm. During the first deployment attempt it was noted that the depth was slightly low. The decision was made to re-sheath the valve, however it was observed that the valve could not be completely re-sheathed into the delivery system. The re-sheath wheel and microadjustment wheel were used and reached the end of travel. Both the valve and delivery system were removed from the patient. Upon inspection of the delivery system, the valve capsule appeared to be concertina-shaped. A new 25mm navitor vision valve was implanted. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported on 30 july 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 76.4mm and an area of 442mm^2. The length of the membranous septum was 3.1mm. During the first deployment attempt it was noted that the depth was slightly low. The decision was made to re-sheath the valve, however it was observed that the valve could not be completely re-sheathed into the delivery system. The re-sheath wheel and microadjustment wheel were used and reached the end of travel. Both the valve and delivery system were removed from the patient. Upon inspection of the delivery system, the valve capsule appeared to be concertina-shaped. A new 25mm navitor vision valve was implanted. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.